Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, surgeon unable to insert lens. The surgery was not completed, the patient referred to alternative consultant. Operative time was extended. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. The account used a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. The account used a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/company cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).